Event description:
Procedure: urological/gynecological. According to the reporter, the pt underwent a procedure for treatment of stress urinary incontinence, pelvic organ prolapse and other symptoms. Allegedly, the pt experienced pain, injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00098 (avaulta posterior), 9617613-2011-00046 (pelvisoft). Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior."